Event description:
It was reported that the controller was not functioning as expected. Surgeon used new wand, but plasma is not generated. The procedure was completed with the competitor device, there was a delay in the procedure by 60 minutes.

Manufacturer narrative:
The product was not returned for evaluation and had been intended to be used for treatment. A relationship, if any, between the subject device and the reported event could not be determined since the product was not returned for evaluation. Visual inspection and functional testing could not be performed since the device was not returned for evaluation. Thus, the complaint could not be verified, nor could a root cause be determined with confidence. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation. Potential factors unrelated to the manufacturing or design of the device which could have contributed to the reported event includes: there may have been a loose foot control assembly or wand connection to the controller which could have caused non-functionality or an issue with the other concomitant devices. There are no indications to suggest the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
The returned controller, intended for use in treatment, was returned as MDR for evaluation. There was a relationship found between the reported incident and the returned device. Visual inspection shows a lot of scratches and dents on the housing especially on the cover. The back label and the warranty seal are in good condition. An inside view revealed that a mainboard screw is loose and located on the speaker. In addition, the display board is loose. There are no manufacturing abnormalities found. During functional evaluation, the device was powered up and shows no error messages. The output voltage was measured and there were no measuring results available. The temperature reading and the foot pedal connector output voltage were measured and within tolerance. The complaint was verified and the root cause could be determined due to an electrical component failure. There are no indications to suggest the device did not meet product specifications upon release into distribution.